Event description:
Related manufacturing reference number: 2017865-2023-51952. It was reported that the right ventricular lead exhibited high capture threshold, low r wave amplitudes, intermittent oversensing, and intermittent undersensing. The right atrial lead exhibited undersensing. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146401 . Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown.